Event description:
On (B)(6) 2009, the patient underwent emergent repair for a ruptured thoracic aortic aneurysm and was implanted with two ((B)(6)) gore tag thoracic endoprostheses. On (B)(6) 2009, the patient complained of chest pain. Computed tomography angiography (cta) determined a type ii endoleak at the overlap junction of the devices. An additional tag device was at the implanted. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2010, the patient had a follow up visit and was reported to be doing well. It was further reported that the treatment length of the patient's thoracic neck measured 10 cm and that the overlap of zone of the devices may have been less than 3 cm.

Manufacturer narrative:
Please note additional device related to this event: (B)(4). Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusion - the gore tag thoracic endoprosthesis instructions for use (IFU) specifies: when multiple endoprostheses are used to compensate for aortic taper or treatment length, adhere to the sizing guide in conjunction with the recommended guidelines below: use of multiple devices with differing diameters requires a treatment length equal or greater than 13 cm. Additionally, the IFU specifies: overlapped endoprostheses in an aneurysmal section should be one to two sizes different in diameter with an overlap of at least 3 cm (gold band to gold band).